Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was noted that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the pump black box showed evidence of intermittent power. The pump was unable to maintain an electrical connection with the returned battery cap due to the cap detaching. The battery cap threads were found to be damaged. The battery compartment threads were damaged as well. The battery compartment was found to be cracked in the thread area and below the grip pad. A test battery cap was used for all testing. Due to the battery compartment damage, the pump intermittently powered on with the test battery cap. The pump was exercised with a test battery cap for 24 hours with no reboot, loss of power or call service alarms duplicated. The pump case was removed and there was no evidence of moisture or loose components inside the pump. Unrelated to the original complaint, the pump intermittently powered on to a dim and discolored display. (B)(4).